Event description:
It was reported that vf episodes were detected due to oversensing of noise. The pace/sense portion of the lead was capped and defib portion remains active. Patient was in good condition.